Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2024-02113. The MFR number should have been fei-based with the 10-digit fei being 3003752502. Section d1: corrected. Section d4: corrected. Manufacturer's investigation conclusion: functional testing of the returned oxygenator by the manufacturer (eurosets) confirmed an oxygenator leak due to fiber breakage; however, a specific root cause for the fiber breakage could not be conclusively determined through this evaluation. Review of the submitted image and video confirmed that there was clear fluid in the gas pathway. The oxygenator was returned to abbott where an initial visual inspection was performed which revealed no obvious damage. Some drops of clear fluid were noted in the top and bottom housing, within the gas pathways. The oxygenator was forwarded to the external manufacturer (eurosets) for technical analysis. The oxygenator was placed on a mock loop with physiological water. The oxygenator was filled using a peristaltic pump at 6 liters per minute (lpm) and remained in the mock loop for 10 minutes. A slow drip in the lower part of the oxygenator was confirmed. The device was sectioned by removing the lower housing, refilled with water, and pressurized. The point of loss occurred due to the fiber breakage of the last winding of fibers near the blood outlet port. The device history record for the oxygenator, lot#: 9675200, was reviewed by the external manufacturer and showed that all tests from the production process were compliant with the technical specifications. Devices are required to pass manufacturing inspections and specifications prior to release, and no abnormalities were documented which would cause or contribute to the reported occurrence. This device passed all required testing. Eurosets confirmed that 100% of the oxygenators produced are tested to detect eventual leakages using a pressure of 150 kpa (kilopascals) which is 1.5 times the maximum blood pathway pressure indicated on the IFU (instructions for use). Devices that exhibit leaks are discarded prior to distribution. Eurosets determined that the issue occurred after eurosets¿ manufacturing and test phases. Additional investigation of oxygenator leaking issues has been initiated by abbott and sent to eurosets (oxygenator supplier/manufacturer) through a supplier corrective action request. The production documentation for the eurosets infant oxygenator, lot#: 9675200, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp infant cardiopulmonary bypass oxygenator instructions for use (IFU) is currently available. The IFU includes warnings: that the device is intended to be used by professionally trained personnel. To carefully check the device seal during priming and operation. If you notice leakage during priming or operation, replace the defective device following good perfusion practices. That during use, a spare a.m.g. Pmp infant oxygenator must always be available. Under the section titled ¿set up¿, the IFU warns to carry out a visual inspection and carefully check the device before use. Transport and/or storage conditions other than those prescribed may have caused damage to the device. This section also instructs to check that all connections are properly secured. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a primed infant amg oxygenator was leaking plasmalyte from both gas inlet and exhaust ports. The oxygenator was primed on 01apr2024 and was connected to heater cooler. Upon inspection on 02apr2024 all the plasmalyte (700ml) had leaked onto the floor. The oxygenator was not connected to a patient. A new oxygenator was primed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.